Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse ran the "lumwash son/inc" testing which failed the inc portion. The fse replaced incubator belt and clips, mixer assemblies, and mixer belt. The fse checked the aspirate probes and tubing; and found the aspirate tubing routed through the wiring of the interface board which caused the tubing to be pinched. The fse replaced the aspirate tubing and properly routed the tubing, and cleaned the leakage from the peri-pump rollers. Also, the fse found dispense probe #1 had dried wash buffer which was cleaned by the fse. The fse performed system check and "lumwash son/inc" testing and both had passing results that met set specifications. The fse verified all repairs per established procedures and results met published performance specifications. The root cause for this event is mis-routed aspirate tubing. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to false positive accutni (troponin I) results generated on the access 2 immunoassay system for multiple pts. The pt samples were tested using an alternate methodology and negative troponin values were obtained. Upon further investigation, it was determined that only one pt result was reported outside of the laboratory. The pt was admitted to the hospital due to the false positive accutni results. The pt was treated for an acute myocardial infarction (ami) by administration of clot busting medication and transferred to another facility. Negative troponin values were obtained on the pt 24 hours later and that the pt is also a post-stent pt.